Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation, the distribution node (dn) to ECG "c&d" cable was ripped from the strain relief. Additionally, the dn to rear therapy electrode (te) cable was ripped from the strain relief. The root cause for the damaged cables could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cables.

Event description:
The wife of a (B)(6) male pt that the pt's electrode belt cables were damaged. The pt ended use of the lifevest.